Event description:
A report was received that the patient underwent a revision procedure for unknown reason.

Manufacturer narrative:
Date of event: 2012. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the reason for revision was lead migration and the patient was getting inconsistent stimulation.

Event description:
A report was received that the patient underwent a revision procedure for unknown reason.